Event description:
Suffered a bowel obstruction. Surgeon stated that the bard composix kugel hernia patch -ref 0010205, lot 43bqd381, size 4.3" x 5.5"- had malfunctioned and released from the intended surgical site and had adhered to the bowel. Result was bowel obstruction, 2nd hernia repair, 7 day hospital stay.